Event description:
The female pt had the following medical history: hypertension, hyperlipidemia, and was a past smoker. The index procedure was in early 2008. The target lesion was de novo and 2.5 mm in diameter and was located in the proximal left anterior descending (lad). The lesion was severely calcified. The lesion was treated with a lot of extensive pre-dilation before 2 cypher stents were deployed, a 2.5 x 23 mm distally and a 2.75 x 18 mm more proximal. Both were dilated with a non complaint balloon at high pressure due to resistant disease. A small diagonal branch at the site of the proximal stenosis was lost, causing some pain and some modest st segment changes reported as an mi. Patient had avl not appropriate for intervention, morphine was given and the pt became haemodynamically stable. The cardiologist was not too worried about the diagonal but thought it best not to proceed to treat a lesion in the circumflex as planned. The circumflex was treated on three months later, with good result. The previously implanted stents were patent. Trop t 2.30 ug/l recorded on five months later. At the six months follow-up on the previous month, the pt had angina.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-02188. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.